Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient¿s implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted due to wound dehiscence and erosion. More information was requested but not provided.